Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection and the needle was missing at the non pateint end. This pr records occurences from mat# 320122 with unknown lot# for multiple boxes. Verbatim: consumer reported needle clog during injection. Also reported needle missing at non patient end. Issue involves more than one box of the same product, consumer does not have the lot numbers for the other boxes."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter, "it was reported that the needle clogged during the injection and the needle was missing at the non patient end. This pr records occurences from mat# 320122 with unknown lot# for multiple boxes. Verbatim: consumer reported needle clog during injection. Also reported needle missing at non patient end. Issue involves more than one box of the same product, consumer does not have the lot numbers for the other boxes."